Event description:
During troubleshooting, the customer reported darkened segments/icons on the screen display of the compact plus gt system. Customer reported no symptoms, did not treat or act on results. No adverse event reported. A request was made for the return of the system, replacement was sent.